Event description:
Reporter alleged obtaining a discrepant back to back blood glucose results of 400 mg/dl, 89 mg/dl, 274 mg/dl, 122 mg/dl and 187 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.